Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported blood/foreign material in the device could not be reproduced and the root cause of the issue could not be determined, as no additional event information was reported or is available. The event can be detected by following the instructions for use sections below: ¿·chapter 6 application and conditions of cleaning, disinfection and sterilization ¿·chapter 7 cleaning, disinfection and sterilization procedures¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing for a therapeutic procedure, blood was leaking from inside the evis lucera ultrasound gastrovideoscope even after repeated cleanings. During cleaning, there was multiple outflows of blood from the forceps mouth. The customer noted that the device was inspected before use. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation. The customer's complaint was not confirmed. The device evaluation found that the bending angle in the up direction did not meet the specification due to elongation of the angle wires, the bending section cover had a crack, the cylinder was peeled; the universal cord had a buckle, the objective lens and connecting tube were scratched, the connecting tube was wrinkled and the distal end had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.